Event description:
It was reported that this left ventricular (lv) lead was turned off due to high out of range impedance measurements above 3000 ohms and suspected fracture. Technical services (ts) was consulted and offered guidance. The crt·d system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).